Event description:
Additional information indicates this device is no longer liable.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient received the replace generator message. Surgical intervention may take place to address the issue.